Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 274441. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, two photos were received for evaluation by our quality team. One photo shows an opened box with luer lok syringes in it. They are bulk packed. The other photo shows a case box label. The label says it is a 301034, which is a st syringe type. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Root cause description: the cause for this defect could have resulted when the line clearance was not properly done. When the previous batch was done; one box with product was left; then when the new production order started it was labeled with the labels of the new production order and when the change over occurred not all the boxes were removed. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the label on the syringe 30ml s/t bns box showed they were luer lock syringes rather than luer slip syringes. The following information was provided by the initial reporter: "for the syringe mix, we received a box of 30 ml luer lock syringe instead of 30 ml luer slip syringe. I realize the box label says 1ml ll syringes, but the inside is 30 ml luer lock syringe. There is no mix within the box."